Manufacturer narrative:
Date sent to the FDA: 06/05/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 05/27/2020. Corrected note: events were submitted via 2210968-2020-03999, 2210968-2020-04197, 2210968-2020-04198, 2210968-2020-04199 and 2210968-2020-04200.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is the product code? Events were submitted via 2210968-2020-03999 and 2210968-2020-04000.

Event description:
It was reported that the patient underwent a cardiac procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture broke mid strand. A similar device was used to complete the case with no patient consequences.